Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that technical services (ts) was contacted to review this pacemaker following a reported syncopal episode. Ts reviewed the stored data and noted atrial tachy response (atr) episodes were it was atrial tachyarrhythmia events with controlled ventricular rates. Review showed that an atr episode ended from what appeared due to a user-performed commanded diagnostic test, not spontaneous device behavior. The observed mode transitions and timing were consistent with commanded testing and normal device operation. There was no evidence that the syncopal episode was related to a device malfunction. The device was functioning as programmed. No adverse patient effects were reported. This pacemaker remains in service.